Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that the middle strap broke on the voyager while the nursing staff was lowering the resident to his bed. One of the nurses caught the voyager before it could fall and hit the resident. The resident suffered no injuries. Complaint #(B)(4) was entered into our system.